Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02425.

Event description:
The patient was undergoing a coil embolization procedure in the common hepatic artery (cha) using penumbra smart coils (smart coils). During the procedure, the physician successfully advanced ten smart coils into the target vessel through a non-penumbra microcatheter. However, while attempting to advance the eleventh smart coil, the smart coil was unable to advance beyond the hub of the microcatheter. It was reported that the smart coil got stuck after the head of the coil passed across the hub, and therefore, the smart coil was removed. Subsequently, another smart coil was advanced and the same issue occurred; therefore, this smart coil was also removed. The procedure was completed using six additional smart coils. There was no report of an adverse effect to the patient.